Event description:
Customer contact said pt sent pump back to them claiming it under delivered. Dose was 100 ml for an hour but pump only delivered 95ml in the hour. Pt's using for tpn. Customer contact refused to provide additional pt data except there was no medical intervention required.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.